Manufacturer narrative:
Additional information: d10: a complete lead was returned in one piece measuring 58.0cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-07214. It was reported that when the patient presented in clinic for a follow up, the atrial lead was dislodged while the right ventricular lead exhibited high capture thresholds. Both leads were explanted and replaced. The patient was discharged.